Manufacturer narrative:
A swap of the homechoice machine was not pursued based on the peritoneal dialysis nurse's request. The nurse did not feel the homechoice machine caused or contributed to the reported incident and wanted to try the new minimum drain volume percentage (100%) recommended by the technical service representative. If further information becomes available, a follow up will be submitted.

Event description:
A customer contacted baxter's technical service center to report that they were experiencing cramping and weakness as well as a feeling of fullness in dwell 3 of 4. There were 42 minutes of dwell time left. The home patient reported their initial drain volume in this therapy session was 2141 ml and they have been meeting their expected drain volumes. The home patient's therapy settings had been changed from 5 cycles to 4 cycles recently, according to the report. The home patient's abdomen was distended. The technical service representative (tsr) assisted the home patient (hp) to manually drain. The drain volume was 3350 ml. The hp's programmed fill volume is 2800 ml with a last fill volume of 2000 ml. The tsr assisted with a bypass to fill 4 of 4 at the hp's request. The fill volume was 1498 ml. The hp stated, he did not want to be empty and feels better with less cramping. The tsr advised the hp to contact their peritoneal dialysis nurse or their doctor regarding the cramping and weakness as well as the feeling of fullness reported. The nurse provided additional information to the tsr. This hp usually has an ultrafiltration reading between 911 and 1000 ml. The drain volume percentage is programmed at 85%. The tsr explained to the nurse that with the minimum drain volume percentage at 85%, the hc machine could move on to the next fill cycle (based on flow rate of the drain) potentially leaving behind up to 15% of the fill volume (420 ml) in each drain cycle. The tsr suggested that in this case, the nurse should raise this hp's drain percentage to 100%. This will ensure the hp is draining their entire fill volume.